Event description:
It was reported that the patient had an implantable neurostimulator (ins) that was implanted in 1996, but it was not on because, "it was not working right.¿ it was noted that the ins was implanted right on the belt line and when the patient would turn it on, it would shock the patient in the abdomen and everywhere except going down the leg. It was noted that the patient stopped using it. It was noted that the ins was implanted right on the belt line and it stayed sore there all the time. It was noted that the patient could not even ride in the car to (B)(6) because, it was irritating. It was noted that the stimulator never worked for him. It was noted that the patient was told to keep changing the polarity and it kept shocking him. It was noted that the patient was lying on the couch and it was shocking him in (B)(6) 1996. It was noted that the physician told the patient to keep adjusting it. It was noted that the patient turned the stimulator off about 3 months after it was put in. It was noted that the patient tried it a couple times and it would give a little ¿quiver¿ down the back leg, but then it would shock, like a jolt.

Manufacturer narrative:
Product ID 7434-e, serial# (B)(4), implanted: 1996 (B)(6); product type programmer, patient product ID 7495-25, serial# (B)(4), implanted: 1996 (B)(6); product type extension product ID 3487a, lot# l38984, implanted: 1996 (B)(6); product type lead. (B)(4).